Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's parents to test the alert functionality and patient's parents reported alerts were functional.

Manufacturer narrative:
(B)(4).